Manufacturer narrative:
Device evaluation visual inspection shows a bend in the torque shaft between the detached parts of the handle. Visual inspection of the housing shows damage/tear to the guidewire lumen with the proximal end of the lumen detached from the housing. The cutter returned inside the housing at approx. 1cm distal from the cutter window and the tear on the guidewire lumen starts from the proximal end of the housing to approx. 1.2cm distal from the window. A 0.014¿ guidewire from the lab was front loaded via the distal tip and exited out the proximal end of the lumen. A bend/pinch is noted in the centre of the metal housing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy during procedure to treat superficial femoral artery (sfa). The device was inspected with no issues noted. The device was prepped per IFU with no issues identified. It was reported that when product was inserted into patient, physician noticed it would not track over the wire very well. Physician pulled it out of the patient and noticed wire lumen was frayed. Physician used another device to complete procedure. No injury to patient.